Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during this lead implant, the helix mechanism was noted to extend even when the helix was not being operated by the physician. As a result, the helix was fixed in the patient heart. The physician then decided to remove this lead and replace it with another one. No adverse patient effects. The lead was returned for analysis.